Event description:
It was reported that the patient was having multiple issues with their implantable neurostimulator. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).